Manufacturer narrative:
The device was evaluated by olympus. It was determined that the power switch failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "power button stuck." Upon inspection and testing of the returned device, it was found that the power switch could not be turned on. This report is submitted due to the malfunction of power switch could not be turned on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a defect associated with the design of the power switch. A design change of the power switch was implemented to improve its resistance. The design change was confirmed to have been made and the modified products were shipped starting from november 18, 2013. The reported device was manufactured prior to the application of the design change. Olympus will continue to monitor field performance for this device.